Event description:
Information received with return of the device notes that the mode setting was incorrect as received. The device exhibited vvi reset with most of the parameters exhibiting dashes (---).